Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic during follow up. Upon interrogation, the right ventricular lead exhibited high impedance. Isometric testing was performed and the lead exhibited noise. No intervention was performed. The patient was non pacer dependent and was in good condition.